Event description:
A company representative reported that a physician believed that a patient's generator was depleting faster than expected. It was later reported that the device had reached the intensified follow-up indicator status within 1.5 years of implant. The patient was referred for generator replacement surgery. The device history records were reviewed for the generator. The generator met functional specifications prior to distribution. Programming history was reviewed for the patient's device; however, no evidence of premature battery depletion was identified. A battery life calculation performed for the patient's device using programming data available from the date of implant estimated 4.3 years life remaining until the device reached near end of service. A longevity estimate for the patient's generator type at similarly programmed settings predicted 3.1 years between the date of implant and the appearance of the intensified follow-up indicator; however, the contribution of autostimulation provided to the patient is unknown. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement surgery. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer for product analysis. Analysis was approved for the generator. The final data was downloaded from the generator and reviewed. The data showed that the generator had reached end of service and was no longer supplying stimulation although only 52% of the battery capacity had been consumed to date. System diagnostic testing and electrical testing could not be completed due to the end of service condition of the battery. With the pulse generator case removed, the battery measured 1.801 v. A visual examination of the internal circuitry identified the presence of contaminates on the trimmed edge of the circuit board. The circuit board underwent electrical testing and failed several tests. The contaminates were removed from the trimmed edge of the circuit board and the circuitry was tested again, and the device was shown to be functioning properly. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain, which in turn led to premature depletion of the battery. No additional relevant information has been received to date.